Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External visual inspection of returned material revealed severed wires on power supply. No software malfunctions or anomalies were observed. Golden power supply was used for performance testing due to severed wire to the one returned. The unit powered on successfully in conjunction with return right ang ext cable (which was not frayed) with golden power supply that was connected directly to it. Unit performed patient data backup successfully with the returned modem. Unit passed diagnostic test. Unit performed as intended. Complaint of ¿power cord for the pes had exposed wires¿ confirmed. Unit determined to have power malfunction due to damage to power supply.